Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full defib functionality testing without duplicating the report. The device was recertified and returned to the customer. No accessories used at the time of the report were returned. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated defibrillator was unable to detect the pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.